Event description:
Additional information later received reported the outcome resolved without sequelae (B)(6) 2015.

Event description:
It was reported that on (B)(6) 2015 an epidural blood patch was performed due to persistent post dural puncture headache. On (B)(6) 2015, the patient presented to the emergency room with mental status changes. The side port was accessed for cerebrospinal fluid studies. The csf was cloudy and white blood cells were present but no organisms. On (B)(6) 2015, laboratory testing revealed abnormal tissue culture which was positive for clindamycin resistant staph aureus. The patient was admitted to the hospital and on (B)(6) 2015 the device was explanted. The clinical diagnosis was meningitis. The event was related to the procedure and reported as severe. As of (B)(6) 2015, the outcome to the event was ongoing. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type catheter. (B)(4).